Event description:
On (B)(6) 2012, it was reported that the up and down buttons on the pt's infusion device are not functioning consistently. The rubber covering the buttons is missing. After the last time the pt boluses the infusion device locked and the pt has not been able to use the device since. The pt states that the device did not provide an alarm before the device locked. The pt has switched to his backup infusion device to continue therapy. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.